Event description:
Information was received indicating that a raised beep alarm sound occurred to a smiths medical cadd-legacy® 6500 pump with the screen stating unknown. The patient reported that it may have been a no disposable, clamp tubing alarm. There were no reported adverse patient effects.